Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported via a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the doctor was unable to draw lead back through curve tipped needle in lead kit. This was due to the issue with the quality of the lead kit. The lead was pushed through the distal end of the needle, stylet was removed from the lead in order to free the lead from the needle so the lead could be advanced, but not retracted. Then used 355-42 (this is a curved long needle from a separate box) to again access the epidural space and place lead. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
The epidural needle was returned and analyzed. Analysis of the epidural needle found the spoon of the needle had a sharp edge on undercut side. Product ID: neu_epiduralneedle, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4). Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause was a defective needle. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.